Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had constant tone not beeping and button not responding. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer reported that the insulin pump had motor error and battery out limit alarm. Customer stated that they were clear the alarm. Customer was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm and audio/beep anomaly during testing. Insulin pump passed displacement test and self test.